Event description:
Reporter indicated that upon initial interrogation of a newly implanted vns patient, the vns settings were 1ma/20hz/500pulsewidth/30 seconds on/60 minutes off. Follow-up with the implanting surgeon revealed the patient was not programmed on after the surgery. A flashcard download of the surgeon's vns computer has been requested to analyze the programming history but has not been received to date. The patient's settings were changed to therapeutic settings by the reporter and the patient continues to do well with vns therapy.